Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During clip insertion, a loss of fluid column was observed on the steerable guide catheter (sgc) and air embolisms were observed in the left atrium. Additional aspiration was performed and the sgc was able to hold column. The physician was to aspirate the air embolism through the guide. Therefore, the sgc was continued to be used and one clip was implanted without further issues, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported loss of fluid column was unable to be determined. The reported air embolism is a cascading effect of the reported loss of fluid column. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During clip insertion, a loss of fluid column was observed on the steerable guide catheter (sgc) and air embolisms were observed in the left atrium. Additional aspiration was performed and the sgc was able to hold column. The physician was to aspirated the air embolism through the guide. Therefore, the sgc was continued to be used and one clip was implanted without further issues, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.